Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with two implantable neurostimulators (ins) for failed back surgery syndrome. It was reported that stimulation was in the wrong location. The patient¿s right implant¿s stimulation was hitting the right side of the body where the patient was not having pain. The patient felt stimulation in her back, legs, and groin, and it was intended to cover her left side. The issue occurred following implant. It was noted that the ins on the left side was on all the time and was working fine, and the patient only had the ins on the right on occasionally. Additional information received from a healthcare professional (hcp) reported that the patient had last been seen in (B)(6) of 2011 and the patient had not called the hcp¿s office with the fact that she was having a problem. Additional information was received from the patient. It was reported that the patient had problems with the left side and used that more than the right side. The right side was not used as much because stimulation was higher up on the ribs which was uncomfortable. The doctor put left of center on the spine when it should have been on the left side where pain was on in the legs. Pain was high up on the ribs. The patient stated that this was right after surgery. A manufacturer representative (rep) was able to lower the higher up ones and the made the ones lower stronger so she could keep them on at the same time.